Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer was at work and the pump started beeping. Customer then shut it off and had high blood glucose levels. Customer stated that they have a back-up plan and has treated for their high blood glucose level. Troubleshooting was performed and pump passed priming and high pressure tests. It was found that the cannula was bent. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that he took the battery out of the pump and stopped using the pump for about 2 weeks to 10 days. Pump passed the self test. Customer will try using the pump and the set tonight. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.